Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage and pacing lead impedance and a slight increase in sensing thresholds were observed. The patient will continue to be monitored.